Event description:
It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit during a procedure on (B)(6) 2008. According to the complainant, post-procedure, the patient experienced severe urge incontinence, frequency, vaginal scarring, nerve damage, dysuria, nocturia, recurrent urinary tract infections, dyspareunia, vaginal, abdominal and pelvic pain, and underwent corrective surgical procedures.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.